Event description:
The customer reported the ventilator alarmed due to a ram test failure when the ventilator was operating in diagnostic mode. The ventilator was not in use on the patient, therefore there was no patient harm or involvement. As the unit was out of warranty, the manufacturers product support engineer (pse) recommended replacement of the cpu board to correct the reported problem. Failure of the reported finding during operation of the ventilator may result in a vent inop during use. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
Out of warranty; no manufacturer's service requested. Out of warranty; no manf serv requested.